Event description:
Additional information received clarified that 12 ml of straw-colored fluid was aspirated from the lumbar site. There was fluid collection at the lumbar site (diagnosed (B)(6) 2014). A surgical observation was made on (B)(6) 2014 of clear fluid at the incision site. The position of the catheter tip was in the mid to lower thoracic region. The event resolved with sequela; lumbar wound infection on (B)(6) 2014. Therapy was suspended on (B)(6) 2014.

Event description:
Additional information was received. It was reported that, as of june 30th, 2014, the patient's incision was healing well and there were no signs or symptoms consistent with infection of the area. It was indicated that, as of that day, the event had resolved without sequela.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that examination/palpation on (B)(6) 2014 revealed fluid collection at the pump pocket and lumbar site. The pump pocket was tender to palpation. On the same date, 75ml and 12ml of straw-colored fluid were aspirated from the pump pocket under ultrasound guidance. Two days later, an x-ray with contrast revealed that the catheter had migrated and was just barely in the spinal canal, at the segment immediately adjacent to the entry point. Upon surgical observation on the same date, the pump pocket and lumbar site both contained clear fluid. There was no evidence of a leak in the catheter or system connections. The catheter was moved cephalad several segments until there was no slack in the catheter segment. On (B)(6) 2014, examination/palpation revealed a return of the pump pocket seroma. One hundred ml (100ml) of serosanguineous fluid was aspirated from the pump pocket. On the same date, the patient was provided an abdominal binder and instructed to wear it all of the time to maintain pressure on the pump pocket. On (B)(6) 2014, regarding diagnostics, the patient ¿cancelled.¿ however, it was unclear what this was referring to. It was also indicated that a pump revision surgery was scheduled. On (B)(6) 2014, examination/palpation revealed that the lumbar incision was red, erythematous and actively dripping serosanguineous fluid. On the same date, lab work was done and revealed a white blood cell count within normal limits, lymphocytes elevated to 17.9%, monocytes elevated to 9.6% and eosinophils elevated to 11.5%. The c-reactive protein was elevated to 7.1mg/dl. The sedimentation rate was within normal limits. On the same date, examination/palpation revealed that the patient had a head ache, but that it was resolved. He was overall quite tired and had a little bit of chills. The patient was admitted to the hospital with intravenous (IV) antibiotics, including ancef 2g every 8 hours. The following day, upon surgical observation, there was a cerebrospinal fluid (csf) leak and encapsulated tissue to the lumbar wound. On the same date, the catheter was ¿purse-stringed¿ once again to fix the csf leak. It was dissected throughout the encapsulated tissue to promote healing. An infection of the lumbar incision occurred. The event was noted to be ongoing. The device system was used to deliver morphine.

Event description:
Additional information received reported that during examination/palpation on (B)(6) 2014, fluid collection posteriorly had returned. The patient had increased pain and intermittent sleepiness. It was noted that the wound fluid cultures were negative. It was further reported that the catheter was explanted with closure of csf leak on (B)(6) 2014.

Manufacturer narrative:
(B)(4).